Event description:
The user facility reported that the intraocular lens(iol) was stuck in the cartridge of the iol delivery system. There was no reported patient injury/impact associated with this event.